Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31543312l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation, and the patient experienced cardiac block that required a planned pacemaker insertion. During ablation near his, a complete cardiac block was confirmed. A pacemaker implantation was planned. The physician's comment on the relationship between the event and the product was that the ablation near his had been performed too much for a long time. There were no abnormalities observed prior to or during use of the product. Contact force (cf) monitoring method used was vector and visitag, visitag color setting was tag index, and additional visitag filter was fot. The physician¿s opinion on the cause of this adverse event was procedure related. The patient required extended hospitalization because of pacemaker implantation. No relevant tests/laboratory data or other relevant history/preexisting condition were noted.